Event description:
It was reported that during the laparoscopic prostatectomy prostatectomy procedure after 2 to 20 minutes noises, no function. Case completed with a like device. There was no patient consequence.